Event description:
It was reported that the patient had an inappropriate shock due to oversensing of electro-mechanical noise. The patent was having a salt therapy at the time of the shock. The high energy shock impedance was 151 ohms. The patient has lost weight, and the pulse generator has moved. The doctor has scheduled a procedure for a revision. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to oversensing of electro-mechanical noise. The patent was having a salt therapy at the time of the shock. The high energy shock impedance was 151 ohms. The patient has lost weight, and the pulse generator has moved. The doctor has scheduled a procedure for a revision. There were no additional adverse patient effects. The system remains implanted.